Manufacturer narrative:
Device not returned.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, multiple merlin.net alert transmissions for non-sustained rv oversensing episodes due to noise were observed. There was no adverse event to the patient. The right ventricular lead diagnostics were stable. The patient was advised to avoid using the treadmill for a week to see if electromagnetic interference is the root cause. Programming changes were recommended. The patient will be monitored.